Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint: litigation alleges that patient suffers from pain and a 'popping' noise. Doi: (B)(6) 2008 - dor: none reported (right hip). Patient is a resident of (B)(6). Update: (B)(4) 2012, pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: litigation alleges that patient suffers from pain and a 'popping' noise. Doi: (B)(6) 2008 - dor: none reported (right hip). Patient is a resident of (B)(6). Update: 10/3/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. September 3, 2014 updated patient and product codes. Lm no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.